Event description:
A report received from the USA stated an 840 ventilator experienced an unresponsive touch screen after powering the device on. It was reported, the touch screen becomes unresponsive "a few minutes after ventilation was started." Patient involvement is unknown. The date of the event is unknown.

Manufacturer narrative:
The device was returned to the manufacturer's service center for further investigation. The device was found to have a damaged returned top membrane. The electronic technician replaced the passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing (pvt) according to manufacturer specifications. (B)(4)